Event description:
It was reported by the customer that during an oral max procedure the bur guard melted, resulting in a burn to the pts upper lip. The burn was approximately the size of an eraser tip and was treated with vaseline.

Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the evaluation the technician noted visual evidence that the bur guard melted. Most likely the user did not perform the twist check to ensure the bur guard was snapped into place on the handpiece per the applicable IFU.